Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1754 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that on (B)(6) 2017, during the PICC insertion process, the patient allegedly experienced heart burn, her face was flushed, she complained of her head burning and cramping in the lower back. No shortness of breath or chest pain noted. The patient was apparently anxious prior to the procedure, but continued to have a conversation with both nurses during the whole process. Resistance felt by inserter during insertion at about 25cm, arm extended and catheter dropped into the central circulation as per sherlock. Symptoms subsided after 1-2 minutes.